Manufacturer narrative:
The plant and clinical investigation has not yet been completed. A f/u report will be filed upon completion of the investigation by the plant and by the clinician.

Event description:
Pt called technical support and indicated during the call that she was recently in the hospital. F/u with the pt's peritoneal dialysis nurse (pdrn) indicated that the pt was hospitalized due to pneumonia which was probably caused by fluid overload because the pt was performing dialysis treatment with 4.25% delflex solution instead of her prescribed 2.5% delflex solution. The following is from the medical records provided by the pt's treatment facility. The pt presented to the ER with shortness of breath, cough, chills and dependent swelling. She had hypertensive urgency with a blood pressure of 112/106 that was treated with IV vasotec and labetalol. Her o2 saturations in room air were 88%, she was placed on 2l of oxygen and her saturations increased to 96%. She had bilateral pleural effusions with secondary atelectasis that was to be treated with a thoracocentesis. The pt was also hypervolemic that was treated with lasix and pd therapy and hyperglycemic that was treated with her regular home medications she was found to have a cardiac murmur.

Manufacturer narrative:
Computerized tomography angiography of the chest with contrast showed large bilateral pleural effusions, bilateral pulmonary infiltrates, greatest on the right with areas of consolidation in the right upper lobe and lower lobe, bilateral lower lobe atelectasis, dilated pulmonary artery suggestive of pulmonary hypertension, no evidence of pulmonary embolus. Based on the 30 pages of medical records information it appears that this (B)(6) white female esrd patient on continuous cycling peritoneal dialysis (ccpd) therapy being carried out daily through delflex low magnesium/low calcium via ip route with an unknown dose, started dialysis presented to a hospital's emergency department with shortness of breath, coughs, left anterior chest discomfort, chills, and left arm swelling. On (B)(6) 2015, a chest x-ray revealed a left pleural effusion likely related to transdiaphragmatic migration of peritoneal dialysate and a cardiac murmur. As of (B)(6) 2015, it is unknown if the events of shortness of breath and pleural effusions have resolved, it is unknown if the patient continues to be admitted to the hospital, and it is unknown if the patient continues continuous cycling peritoneal dialysis with the liberty cycler. There is no documentation in the medical record supporting a possible association between the liberty cycler and the events of shortness of breath and pleural effusion. However, there is a certain association between the reported events and the patient's noncompliance with renal replacement therapy and antihypertensive medications. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Hospitalization due to shortness of breath and pleural effusions.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. A simulated treatment (weighed vs programmed fill comparison) was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. An "as received" simulated treatment was performed and completed without any failures or problems. The load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom (alarm unknown) was not confirmed with testing. The cycler performed as designed during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.